Manufacturer narrative:
The information contained within this report does not alter previous conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown taperloc stem, unknown ringloc cup, unknown poly liner. Literature - tilbury, c., haanstra, t. M., leichtenberg, c. S., verdegaal, s. H., ostelo, r. W., vet, h. C., . . . Vlieland, t. P. (2016). Unfulfilled expectations after total hip and knee arthroplasty surgery: there is a need for better preoperative patient information and education. The journal of arthroplasty, 31(10), 2139-2145. Doi:10.1016/j.arth.2016.02.061. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-05831, 0001825034-2017-05832, 0001825034-2017-05836.

Event description:
It was reported in a journal article that 4 of the total hip arthroplasties in the cohort were deceased on an unknown date. No revision procedures were reported. Attempts have been made and no further information is available at this time.